Event description:
On 09/21/07, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter would not turn on. The medical affairs specialist sent a follow-up questionnaire to the customer service rep (csr) in another country, to ask the pt. The patient stated her meter displayed the battery indicator icon five days prior. She then went out and purchased some batteries to replace the ones in the meter. When the pt tried to do a blood test four days later, she mentioned her meter powered off during the countdown to the result. The pt states she felt symptoms of hot sweat, light-headedness, and shakiness at 3:30 am, one day before, which she describe as typical of hypoglycemia. She had a soft drink at that time and felt better within 10 minutes. She states the meter has not powered back on since she had not been able to test the day before, even after replacing the batteries for a second time the follwing day. She states that she may have been able to adjust what she ate before her symptoms and she was able to test. The pt ate based on normal habits and took her medications on schedule that day. The pt takes novorapid 3 times per day after breakfast, lunch, and teatime. She adjusts based on the amount of food she eats with an average total of 25 minutes in a day. She also takes levemir 14 units every evening before bed. She tests her blood sugar approx 4 times per day and checks approx 30 minutes after each meal. She adjusts her novorapid according to those readings and checks again 2 hrs afterward. She also sees her dr once a year and the dr uses the readings in the meter memory for his/her reference. She obtained a new meter and has been able to test since. She cannot give specific readings on the next meter but states her results have been within the normal range she expects to obtain. She has had no further symptoms since the time she had symptoms on the same day. The csr determined during the troubleshooting telephone call the product was not new and the meter had suffered no trauma. The batteries were correctly installed and the meter was not downloaded prior to attempting the test. The battery contacts were in good condition. The pt was using the correct test strips. This complaint is being reported because the pt alleged she was not able to test on her meter due to the power issue, could not adjust her treatment accordingly, and experienced hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.